Event description:
During a coronary drug eluting stenting treatment procedure, stent damage was found on a taxus express2 2.75x16mm stent. The lesion being treated was located in the diagonal artery. The lesion was not pre-dilated. The physician was unable to cross the lesion with the taxus express2 stent. The device was removed from the pt's body and it was discovered that there was stent strut damage. The physician dilated the lesion with a maverick balloon and deployed another taxus express2 2.75x16mm stent. There were no pt complications reported. The pt's status is listed as "ok".